Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced graphical user interface (gui) printed circuit board ( pcb). The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator had a blank screen when powered on. The ventilator was not in use on a patient at the time of the event.